Manufacturer narrative:
Insulin pump passed prime/delivery, displacement, basic occlusion, and excessive no delivery alarm tests. No excessive no delivery alarms noted. Cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 500 mg/dl, which was treated with manual injection. During troubleshooting with plunger and manual prime, customer was able to deliver insulin. Customer was also advised that insulin pump was functioning as designed. Customer was advised that no delivery was caused by set / reservoir occlusion. Insulin pump would be replaced.